Manufacturer narrative:
A product sample was received and it is awaiting evaluation. H3 and h6 - investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery procedure there were bubbles present at the connection between the cassette and the tubing. Also there were bubbles present in the tubing when performing irrigation and aspiration. There were no bubbles present during the priming testing. In addition, the surgeon performing the cataract procedure informed that there was not enough suction present during the case. It is not known if there were bubbles entering the patient's eyes during the surgery. However, the procedure was completed without consequences to the patient as per the reporter. A product sample is available for evaluation. There are no additional event details available for this case.